Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a plum conclave, and it was reported upon opening the equipment and connecting it to liquid, a hole is evidenced in the drip chamber through which the mixture to be infused leaks; said hole corresponds to the air filter compartment, which is found without its cap, which implies providing a new equipment. There was patient involvement, and no patient harm.